Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating a revision procedure was performed wherein this lead was successfully repositioned. It was noted that the revising facility did not suspect perforation despite the findings of the echocardiogram performed at the other facility. No additional adverse patient effects were reported. This system remains in service.

Manufacturer narrative:
Despite efforts, additional information could not be obtained. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that following implant of this pacemaker system a pacing threshold test was performed and loss of capture at maximum output was observed on the right ventricular (rv) lead. An echocardiogram was obtained confirming a perforation. The patient was sent to another facility for treatment. Available information indicates this system remains in service. No additional adverse patient effects were reported.